Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 1/30/2014. Electrode belt: 11/16/2017.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017. It was reported that the patient was in a nursing facility at the time of passing. The patient was not wearing the device at the time of passing as the device was removed by the staff to initiate CPR. Per the patient's continuous ECG recordings, the patient experienced self-terminating runs of ventricular tachycardia (vt) from 21:50:00 on (B)(6) 2017, until the device was shut down at 15:42:47 on (B)(6) 2017. During this time, the patient's vt rhythms were between 140 bpm and 180 bpm. The lifevest did not treat these arrhythmias due to the rate remaining below the treatment threshold of 150 bpm, the patient's rhythm not remaining above the treatment threshold long enough for the lifevest to detect the arrhythmia and deliver a treatment shock, motion artifact, or varying amplitude of the vt. The lifevest was shut down at 15:42:47 on (B)(6) 2017. The patient's rhythm at the time of device shutdown was sinus rhythm at 50 to 90 bpm. The device was removed while the patient was in a life-sustaining rhythm. The patient later passed away at the facility.